Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k923607 and k926214. The actual sample was received for evaluation. Visual inspection revealed that actual sample had been fractured off at approximately 85mm from the distal end of the device. The main body and the fractured distal piece measured and revealed: fractured distal piece was approximately 85 mm; main body was approximately 4415 mm; total was approximately 4500mm; and the current product sample was 4500 mm. Magnifying inspection found a kink on the distal piece at approximately 75 mm from the distal end. Magnifying and electron microscopic inspections of the fracture ends revealed: distal piece had some creases generated on a part of the urethane outer layer; the urethane outer layer and the core wire had been fractured; radial pattern was observed on the fracture surface, and the main body had some creases generated on a part of the urethane outer layer; the urethane outer layer and the core wire had been fractured, the core wire was exposed; and the radial pattern was observed on the fracture surface. The fracture surface of both the distal piece and the main body were found to fit to each other. Based on the findings, it is most unlikely that the actual sample had a deficient section. The outer diameter of the actual sample on the intact section was measured and confirmed to meet the manufacturer specifications. Reproductive testing was performed, and a test sample was subjected to repetitive bending force at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture surface had a dimple pattern with no diminishment of the outside diameter toward the fracture end. This state was different from that observed on the actual sample. A test sample was subjected to repetitive one-way torque forces in the state of being curved until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture surface. This state was similar to that observed on the actual sample. A test sample was subjected to pulling force in the state of being formed into a loop shape until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end had been curved. This state was different from that observed on the actual sample. A test sample was subjected to pulling force until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the shaft had been diminished toward the end. This state was different from that observed on the actual sample. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample in the state of being curved was subjected to consecutive torque force in one direction, which resulted in the fracture of the core wire due to metal fatigue. Subsequently, when the actual sample was subjected to pulling force, the urethane outer layer was broken off. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during ercp to exchange the tube stent, the radifocus guidewire became fractured when inserting an endoscope to the bile duct. The device was removed successfully. There was no piece left in the patient. The procedure outcome and patient outcome was not reported.